Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified venous side of the anastomosis graft site around the basilic vein. The 8.0x40 mm sterling over-the-wire balloon catheter was inflated twice to 14 atms and on the third inflation the balloon was ruptured after 15 seconds at 14 atms. The device was successfully removed from the pt and the procedure was competed with another of the same device. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.